Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic and vaginal area pain, pain during intercourse, worsened urinary incontinence, retention, leakage, urinary and vaginal infections, abnormal bowel movements, vaginal bleeding, sharp nerve pain on lower right side, abnormal vaginal discharge, and need for additional surgical procedures. No further information has been provided.